Event description:
It was reported the device exhibited an alarm and the operator couldn't start. Per reporter when the operator tried to start dosing, got a no cassette inoperable alarm. Syringe could be filled and extracted with no problem. There was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer.

Manufacturer narrative:
D9: date returned to mfg 1/3/2024. One sample was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing revealed no discrepancies. The failure mode of missing component was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.